Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 423 mg/dl at the time of incident. The customer experienced symptoms such as nausea and vomiting, abdominal pain and difficulty breathing. The customer was not using the auto mode feature. The customer also stated that they performed the displacement test and they were able to passed the test. The customer were not able to troubleshoot for high blood glucose as they had to halt the troubleshooting. The insulin pump will not be returned for analysis.